Event description:
It was reported that post-op from a deltoid triceps transfer procedure the suture spit which resulted in a re-admission to the hospital. Four post-op surgeries were performed as a result of the infection. The first post-op procedure consisted of debridement. The second post-op procedure consisted of the implantation of antibiotic beads. The third procedure was performed to remove the antibiotic beads. The fourth post-op procedure consisted of debridement.